Manufacturer narrative:
Clinical investigation: there is a likely causal relationship between the patient¿s peritoneal dialysis (pd) therapy with the liberty select cycler and the patient¿s development of an inguinal hernia. However, there have been no reported allegations of a liberty select cycler malfunction or deficiency associated with the patient¿s hernia event. Hernia is a commonly known complication in pd therapy due to physiologic increased abdominal pressure from the dialysate during pd treatment which can create or exacerbate pre-existing weaknesses in the supporting abdominal wall structures. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient called into technical support with an operational question regarding how to update their treatment settings. The patient reported that they had a hernia recently so the volume of their pd therapy was decreased to 1000 ml to 1500 ml. The patient stated that they felt better now and wanted to resume their previous treatment volume of 1500 ml. Upon follow up with the peritoneal dialysis nurse (pdrn), it was confirmed that the patient had an inguinal hernia repaired approximately two months ago. The pdrn stated that the pressure from the diaylsys therapy might have aggravated the hernia that developed after initiation of pd therapy. The pdrn stated that the patient's treatment regimen is 1.5% and 2.5% delflex with 3 cycles of 2500 ml and a last fill of 2500 ml. The pdrn reported that the patient is continuing their peritoneal dialysis therapy without issue.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.